Event description:
It got stuck to such a degree 3 different doctors could not remove it - tampon [foreign body in reproductive tract]. The beginning symptoms of tss [adverse reaction]. Infection- vaginal [vaginal infection] . Case narrative: consumer reported via email that the tampon got stuck and she was unable to remove. Case assessed as non-serious.

Manufacturer narrative:
There is insufficient information to perform an investigation.